Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed due to a faulty retractor band. A field service engineer used my multimeter and found that the diagnostic light ds200 was off, indicating a bad connection between the control board and the control module, so service engineer replaced the retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the drawer 4 was not able to open, prevented the user from acessing medications. The customer reported that this malfunction occurred when the user tried to issue medication to a patient, resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.